Event description:
On (B)(6) 2014, pt had surgery on l/r legs for blockages and placement of three stents. One in the right leg and two in the left. Prior to surgery pt had consult with surgeon and told him she is allergic to nickel. After surgery, pt began having a reaction to the stents ie: "mouth on fire', not able to concentrate, burning and itching all over. Later, pt find out the stents that were placed contained metal, including nickel which she is allergic to. On (B)(6) 2014, pt had surgery to remove the stents. Pt states she was cut from her chest wall all the way down to her stomach. However, a blood vessel was torn during the procedure and pt loss 3.5 pints of blood. Pt states "I almost died". Surgeon repaired the damaged vessel, but then decided to leave stents in place, because it was too risky to remove them. Pt is very frustrated that now she has to continue to have the stents in her body that she is allergic to. Her doctor told her she "is reacting to 4 of metals found in the stents material".